Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. Internal corrective action ((B)(6)) issued for this failure mode. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 wasn't burning as well as it typically does, mostly while trying to expand the tunnel on the anterior wall. Extra smoke was noted in the tunnel and while pulling out the device to clean the tip it was observed that the metal strips on the tip separated from the jaws of the device. Nothing fell into the pt. The tissue looked like it continued to burn even after the device was retracted from the tunnel. A replacement device was used to complete the procedure. The hosp did not report any pt effects.